Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID l-evolutfx-34 (lot: 0011302060); product type: 0195-heart valves; implant date n/a; explant date n/a product ID evolutfx-34 (serial: (B)(6)); product type: 0195-heart valves; implant date n/a; explant date n/a conclusion: procedural images were provided for review. A fluoroscopic valve load inspection was not provided. During the valve implantation attempt, an infold is noticeable. Images of the second valve and delivery catheter system (dcs) show that the valve depth was either too high or too deep. Potential factors that can influence dislodgement include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and shape of the native anatomy. In this case, it was reported that the patient had severe calcium which may have contributed to the dislodgements. Recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. There is no information to suggest that a device quality deficiency may have caused or contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve into a patient with severe calcium, the delivery catheter system (dcs) was unable to deploy the valve prior to 80 percent deployment because the valve would not situate at any appropriate depth for full release. After four deployment attempts, the valve would not adhere to the aortic annulus; the valve would move aortic each time. The valve was recaptured three times into the dcs due to the valve either popping out of position aortically prior to 80 percent deployment or the valve implant position being too deep and the valve was withdrawn from the patient. The valve and dcs were replaced. Subsequently, during the attempted implant of the second valve, the dcs was unable to deploy the valve. After four deployment attempts, the valve would not adhere to the aortic annulus; the valve would move aortic each time. The valve was recaptured three times into the dcs due to the valve either popping out of position aortically prior to 80 perc ent deployment or the valve implant position being too deep and the valve was withdrawn from the patient. The valve and dcs were not replaced. The procedure was aborted. Of note, it was thought that the valve "slipped" and could not stick resembling similar results of cases where the valve was undersized and/or there was moderate/severe aortic insufficiency present. No adverse patient effects were reported.